Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing separated from the winged female luer adapter. It was reported that an unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).